Event description:
Peritonsillar abscess symptoms (difficulty swallowing and eventually breathing) started to manifest (B)(6) 2021. Presented to pcp once and to 2 different hospital eds in 3 different episodes between (B)(6) before diagnosis of peritonsillar abscess was made and then transferred to another facility 1.5 hrs away to see a qualified ent provider that could drain the abscess; however, it ruptured several hours prior to being seen by the rounding ent. FDA safety report ID # (B)(4).